Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. Reference # (B)(4).

Event description:
The patient reported while removing aligners a dental implant/crown was pulled out.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.